Manufacturer narrative:
(B)(4). (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14f033 was manufactured from june 17, 2014 to june 18, 2014. The evaluation of the returned device is complete. A visual inspection (via the naked eye) revealed a ruptured reservoir. The ruptured reservoir was then microscopically examined, and a marking was found near the rupture line of the internal surface. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor burst. The reporter provided amounts of drugs used (2g in 58ml) however the drugs were not specified. This occurred after filling and before patient use. There was no patient involvement. Additional information was requested and is not available.